Event description:
Download data from a (B)(6) male pt revealed several battery faults. Zoll customer support contacted the pt and issued him a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the white wire was broken from the battery cells, which caused the reported battery faults. The root cause for the broken wire could not be positively identified, but the damage likely resulted form the battery pack impacting a hard surface. No adverse event resulted from broken white wire. The pt received a replacement battery pack.